Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, discrepancy when tried to pull medicine, received passcode to pull medicine, wrongly assigned a medicine to patient.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, discrepancy when tried to pull medicine, received passcode to pull medicine, wrongly assigned a medicine to patient.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, a technical support specialist (tss) verified whether the issue had been resolved or was still persisting. Tss emailed the customer and followed up on the case but received no answer from multiple calls and emails. Tss later spoke with inpatient pharmacist regarding the discrepancy issue on station, and the customer confirmed that they were not experiencing any issues at that time and no repair information was provided.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, discrepancy when tried to pull medicine, received passcode to pull medicine, wrongly assigned a medicine to patient.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.